Manufacturer narrative:
Unit passed basic occlusion test and displacement test. No motor error alarms were noted. However, unable to prime unit during prime/delivery test due to faulty back pressure sensor. The motor was tested outside the device and passed. Unit received with cracked case at display window corners and battery tube threads. Unit received with scratched display window. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump had a motor error alarm during priming. The caller did not recall any significant events leading up to the motor error alarm. Blood glucose level at the time of the incident was 400 mg/dl, which was treated with a bolus. The caller was advised that the insulin pump would be replaced and agreed to return the product for analysis.